Manufacturer narrative:
Correction: h6: fdc/annex d: d12 product event summary: four image files were returned and analyzed. All the image files showed voltage maps and activation maps of the heart. The images did not contain documentation of ventricular fibrillation. In conclusion, the reported clinical issue of ventricular fibrillation occurred during the procedure and cannot be confirmed through data analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a ventricular fibrillation event occurred upon completion of a single radiofrequency delivery. External defibrillation was required to treat the ventricular fibrillation. The case was completed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.